Manufacturer narrative:
The customer called back within a week, stating that they called their own biomed from a partner hospital to come and check the unit. The biomed confirmed "xdcr drift", however he was unable to calibrate the unit. The unit was deemed inoperable, so he sent it aside til further notice. At this time there are no replacement parts available to complete the necessary repairs. Once parts become available, they will be provided to the user facility to repair the unit and return it to service.

Event description:
The customer reported the following: "the vent was on standby while prepping the patient. The vent when put on the patient immediately went into a circuit occlusion and could not be reset. They removed the patient and put them on a different vent all is good with the patient." Field service was dispatched to try and calibrate the ventilator.